Event description:
It was reported to philips that the system's footswitch was unable to properly trigger x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite, performed troubleshooting, and stated that the issue was not with the footswitch, but the table had mechanical issue due to the arret assy was worn out. To resolve the issue, the fse replaced arret assy, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.